Event description:
There was no pt involved in this event. The device malfunctioned in that the software failed to upgrade.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and that it has performed to specification up to (B)(6) 2012. The data obtained from the device showed evidence that the device was switching itself on between (B)(6) 2012 and (B)(6) 2013. During this period, the software version was changed from 3.0.6 to 3.2.0. Investigation did not confirm a fault with the device or any component in the device. Although in this event there was no fault measured on the membrane it is probable that damge has been caused to the membrane, which affected the device causing it to switch itself on automatically. A premature depletion of the pad-paks (battery). The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.